Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "patient was admitted to the ICU with 3 IV continuous infusions running (propofol, levophed and amiodarone). The infusions were transferred to our alaris pump on arrival. Approximately 10 minutes later, the pump flashed a warning "system failure" and please correct. All buttons were non-functional and the device independently shut down. Rn was able to restore power and programming to the pump (hoping it was infusing properly after a failure) while rn 2 ran to find a replacement . At approximately 0100, the patients bp fell significantly and he went into a pea arrest that ended with rosc. During the code blue event, rn 2 was able to replace the pump and resume infusions. It is unknown if the first IV pump was working properly and may have contributed to the event md was made aw/are of the pump failure. It was discovered that the switch on the back of the pump controller was stuck on. It appeared someone/something had to contact with the switch which hammed the switch button off the side. This switch/button has a collar around it which is to stop the button from accidently being depressed." An incomplete date of event of (B)(6) 2019 was provided. It was later reported that the pcu had a system error which required a new memory card installed to flash the software; after the biomed installed a new memory card the pcu functioned without issue and the devices were all put back into circulation.

Manufacturer narrative:
The device was not sequestered by the customer. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the reported failure was not identified.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "patient was admitted to the ICU with 3 IV continuous infusions running (propofol, levophed and amiodarone). The infusions were transferred to our alaris pump on arrival. Approx1mately 10 minutes later, the pump flashed a warning "system failure" and please correct. All buttons were non-functional and the device independently shut down. Rn was able to restore power and programming to the pump (hoping it was infusing properly after a failure) while rn 2 ran to find a replacement . At approximately 0100, the patients bp fell significantly and he went into a pea arrest that ended with rosc. During the code blue event, rn 2 was able to replace the pump and resume infusions. It is unknown if the first IV pump was working properly and may have contributed to the event md was made aw/are of the pump failure. It was discovered that the switch on the back of the pump controller was stuck on. It appeared someone/something had to contact with the switch which hammed the switch button off the side. This switch/button has a collar around it which is to stop the button from accidently being depressed." An incomplete date of event of (B)(6) 2019 was provided. It was later reported that the pcu had a system error which required a new memory card installed to flash the software; after the biomed installed a new memory card the pcu functioned without issue and the devices were all put back into circulation.